Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from switzerland stating that during an operation with a proveo 8, the binocular tube fell on the patient, causing a minor injury described as a bruise on the nose.

Manufacturer narrative:
This is a final report. An investigation of the actual device was conducted. The fse found that the binocular tube was not properly mounted and showed signs of edge wear. The surgical staff regularly remove/install the main binocular tube as the laser filter remains installed only when needed. In this case, the tube was obviously not installed properly and fell on the patient. A review of the service history records revealed no issues that could explain the complaint. The review of the complaint statistics and the relevant instructions for use did not indicate any systemic problem with the device or associated labelling. A review of the user manual showed that the relevant instructions are adequate. Based on the investigation results, it can be concluded that the binocular tube was not properly mounted as stated in the user manual. The reported incident can be traced to the user not following the instructions for use. The damaged binocular tube was replaced with a new one. The device works according to specification. The users have been re-trained on how to properly mount the binocular tube.

Manufacturer narrative:
UDI / gudid related data quality updates only.